Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(6) (back up infusion device), is related to case with patient identifier (B)(6) (primary infusion device).

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient alleged that she passed out a total of 7 times since (B)(6) 2015. The patient does not know if all 7 times were due to her primary or her back up infusion device. The most recent incident occurred on her back up infusion device on (B)(6) 2016. The patient's blood sugar was in the "140's mg/dl" range at 3:31am. Later at an unknown time the patients mother found her passed out and treated her with a glucagon injection. The mother called the paramedic's. The paramedic's received a blood glucose result of 26 mg/dl and the paramedic's treated her with glucose and saline via IV. Paramedic's transported the patient to the hospital and the paramedic's tested the patient again at an unknown time with a result in the "130's mg/dl" range. The blood glucose result upon arrival at the hospital is unknown. The hospital did not treat the patient, but she ate a chicken salad sandwich while there . The patient was in the hospital for 6 hours and the reading on the hospital meter was 174 mg/dl before being discharged. The infusion device is not expected to be returned for product evaluation.